Event description:
The customer contacted baxter's technical services center regarding an alarm, which occurred on the home choice (hc) during priming. The home patient (hp) stated when the machine alarmed, he did not call baxter right away. The hp had everything connected and pressed stop and go and the machine did not re-alarm but continued to connect yourself. The hp cleared the alarm without help but the hp went on to say that he replaced the cassette only and not the bags. The baxter technical service representative (tsr) advised hp that when he changes 1 supply, he needs to change them all. The hp started to argue and then said he would not do his therapy tonight and disconnected. The tsr advised hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and he said that he was not aware of the patient having only changed out the cassette on (B)(6) 2012. He said as far as he knows the patient has been completing therapy successfully and he would follow up with the patient. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against baxter products by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The reported condition of use error, re-use of a single use product was confirmed, based on the customer report. However, a cause could not be determined as it is uncertain why the customer re-used a single use product. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.